Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported frequently getting surges during bimanual irrigation/aspiration (I/a). He reported that the irrigation tubing was ben near the connector and that the tubing was so soft that it got bent due to its own weight. There was no pt impact reported.